Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, it was noted that the right atrial lead exhibited high frequency noise that was over-sensed. After opening the pocket spiral cut was observed on the lead at the pocket area, it was unknown when the damage occurred. The lead was capped and replaced on (B)(6) 2022. There were no consequences to the patient.